Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer reported that when discharging a patient, the central monitor would "freeze" and then restart. : there was no patient incident.